Event description:
It was reported during remote follow up that the pacemaker exhibited far r-wave oversensing and episodes of pacemaker mediated tachycardia (pmt). The patient experienced arrythmia due to the pmt. Programming changes were completed. The patient was stable following changes.